Event description:
The laser system has the following problem: "laser fails to start up and shows flow error." No adverse effects to patient were reported.

Manufacturer narrative:
No failure detected, only presence of contamination into the filter, simply removable by preventive maintenance. After the maintenance, the laser system restarted to work correctly. We are unaware about patient injury.